Event description:
The customer reported that the system had no images when fluoring just a bunch of lines.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep found the problem was not the image processor pcb, but was a loose connector on video pcb. He corrected the connection and tested system by taking fluoro shots. The system is operating as intended.